Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during the execution of "30 min core bx" protocol comprising 32 cassettes which started in retort a at 03:17 on (B)(6) 2024 and completed successfully at 04:29 on (B)(6) 2024 and the subsequent "quick clean" protocol run containing the patient tissue samples from the preceding run, from which sub-optimal processing of patient tissue samples was reported by the complainant. The information available details: "tissue went through cleaning protocol retort b, about 25 blocks". Evaluation of the instrument logs found the cleaning run executed subsequent to the completion of the affected run included the drying step, which had a duration of 12 minutes at a retort temperature of 80 degrees celsius. The root cause for the reported "...sections cut seemed like they weren't completely infiltracted [sic] with wax, not like being under processed" was a use error. Specifically, a user failed to follow the manufacturer instructions detailed in section 3.2 of the leica peloris/peloris ii user manual, which contains the following specific warnings: "load and run cleaning protocols like other protocols, but never put tissue in the retort - the dry step will damage it. This means cleaning protocols should never be used for reprocessing runs - use a reprocessing protocol instead." And "remove all tissue from the retort before running a cleaning protocol as the dry step will damage the tissue." And "do not use cleaning protocols for reprocessing as the dry step will damage the tissue." Although the information available indicates that all patient cases involved in this event were diagnosable, the circumstances involved in this complaint have previously resulted in serious injury. No adverse impact on either the quality of processing of patient tissue samples or to any patient(s) has been reported to the manufacturer in association with the circumstances involved in this complaint. Manufacturer evaluation of the service record for the instrument showed that a leica biosystems field service engineer (fse) was not dispatched to assess the operation and function of the instrument in association with this complaint.

Event description:
On (B)(6) 2024, the following details were documented: "tissue went through cleaning protocol retort b, about 25 blocks". The local leica senior applications specialist - pathology (fas) documented the following information regarding the circumstances of the event: "tissue went through cleaning protocol...requesting applications support for reprocessing of tissue. Advised customer that [they] would need to follow laboratory sop. Customer stated that tissue was removed from retort then placed in wax in embedding station for about 30 minutes before embedding/sectioning. Explained to customer what the cleaning protocol steps consisted of, suggested that [they] review sectioning and possibly staining of any tissue already embedded to look at morphology." The fas also documented the tissue artefact as "customer stated that the sections cut seemed like they weren't completely infiltracted [sic] with wax, not like being under processed." On (B)(6) 2024, the fas visited the complainant's site to assess the operation and function of the instrument and documented: "lab tech accidentally ran a cleaning cycle with a basket of tissue within the retort; all tissue was successfully saved and diagnosed - no ihc/advanced staining required for any affected tissue". The fas noted "issue was one time off error; lab has signs on top of peloris units that need to be cleaned to check for tissue; lab has not encountered this issue before". The fas also documented the affected patient tissue samples were derived from one (1) "standard biopsy" protocol comprising 25 cassettes which started in retort a with a start/end time of "(B)(6) 2024 end protocol". The tissue type(s) and size(s) were documented as "biopsy/some larger polyps" and "various', respectively. The affected patient tissue cases were reprocessed via "manual - lab sop". The fas noted "lab confirms that one basket containing tissue was left in the retort and ran cleaning protcol [sic]; lab tech missed the basket when removing and began cleaning protocol...not instrument related..." On (B)(6) 2024, leica biosystems melbourne received the following information from the leica senior application specialist, southern california, hawaii - core histology that "all tissue was diagnosable". No adverse consequence(s) to a patient(s) has been reported to the manufacturer.